Manufacturer narrative:
E1 facility address -(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center has noised occasionally. The issue was found during the preparation for use for a nasal endoscopy diagnostic procedure. There were no reports of patient harm.